Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radical-7 devices reverted back to defaults. The wifi no longer was able to connect to the hospital wifi. Customer confirmed that the wifi and alarm settings were reverted back to defaults. There were no communication of the units to the server network. No known impact or consequence to patient.